Manufacturer narrative:
H11: internal complaint reference: (B)(4). H6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a shoulder cuff repair procedure, the tip of the multifix s-ultra anchor was found to be broken after the anchor implant was inserted into the patient¿s shoulder. All the broken pieces were removed successfully from the patient¿s shoulder using a grasper, and the patient¿s shoulder x-ray was taken after that. The procedure was completed using a s+n back up device in an additional bone hole. There was a delay of one hour. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed it was not returned with any original packaging. The distal anchor, sleeve, and proximal screw were returned off the device. The bottom edges of the distal anchor are deformed and jagged, tiny pieces may have been fractured away. It shows evidence of being handled with a sharp instrument such as a grasper. The bottom edges of the sleeve are deformed and jagged, tiny pieces have been fractured away. The proximal screw has no visible defect. The tip of the insertion device is fractured from the end and was returned with the anchors. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength specifications are established, (at yield) 100 ¿ 118 mpa. Also, certificate of analysis is required with each shipment. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include tissue thickness or excessive force. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.